Event description:
Procedure type: hernia. According to the reporter: since the surgery, the pt has had a reaction which the doctor identified as a reaction to the mesh. The pt's symptoms included redness, swelling, fluid build up in the abdomen and extreme pain. He was readmitted to the hospital 4 days after surgery.